Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 7 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During the initial inflation. The product was successfully removed from the patient. Another unknown bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used in the patient and is not being returned for analysis. The target lesion was the right external iliac artery. The lesion was reported to be: a 99% stenosis, heavily calcified, and severely tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 7 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During initial inflation. There was no reported patient injury. The target lesion was the right external iliac artery. The lesion was reported to have 99% stenosis, was heavily calcified, and severely tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. The product was successfully removed from the patient. Another unknown balloon catheter was used to complete the procedure successfully. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported balloon burst at/below rbp could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (99% stenosis, heavily calcified, severely tortuous) which may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.